Event description:
It was reported that the pt described pain and limited motion. Surgeon elected to remove all implants except patella. Second convert to a depuy revision knee.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report. Cat # 6642-1-211, lot # 10658901, description: dura duration condy tib med 11. Cat # 6630-0-325 lot # unk description: dcon std n-bead fem rht m. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain and limited motion.